Manufacturer narrative:
Block h6: medical device problem code a1005 captures the reportable event of fiber connector overheats. Block h10: investigation results the returned accutrac 200 laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 315.1 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured approximately 4 mm and appeared degraded. Examination under magnification confirmed the pattern on the tip is consistent with normal degradation. There was no light from the sma connector, indicating a fracture within the fiber connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that there was no light from the sma connector, indicating a fracture within the fiber connector, likely leading to the reported fiber connector overheating. The exposed glass tip appeared to have normal degradation. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire, and the fiber connector may be hot to touch. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on january 19, 2021 that an accutrac 200 laser fiber was used in a ureteral flexible lithotripsy procedure in the kidney performed on (B)(6) 2021. Reportedly, the laser unit used was a holmium laser with the laser settings of 20-30 watts. According to the complainant, during preparation for the procedure, the fiber connector was heated after the fiber was connected to the console. The physician got burnt. Reportedly, the physician's burn was treated with an ice compress. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an accutrac 200 laser fiber was used in a ureteral flexible lithotripsy procedure in the kidney performed on (B)(6) 2021. Reportedly, the laser unit used was a holmium laser with the laser settings of 20-30 watts. According to the complainant, during preparation for the procedure, the fiber connector was heated after the fiber was connected to the console. The physician got burnt. Reportedly, the physician's burn was treated with an ice compress. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.